Event description:
The device reportedly displayed a "motion detected" alarm intermittently in the advisory mode and caused a delay in the ECG rhythm analysis and the delivery of a defibrillator shock. The reported problem was found during incoming testing.

Manufacturer narrative:
Medtronic continues to investigate the reported event.